Event description:
Physician's assistant inserted the device. The two ends were connected and fired. There was a misfiring of the device on removing it. The right side of the anastomosis opened up. The surgeon then repaired the site with sutures.